Event description:
Notification was received on (B)(6) 2015, via medwatch report (mw5041135) ,that customer had reported the following for the end user. Results are as follows: date inratio inr point of care (poc) inr (B)(6) 2015 3.0 8.0 therapeutic range: unknown the time between testing was unknown the patient sent to the emergency room following the poc inr of 8.0 and was administered vitamin k. Multiple attempts have been made to obtain additional information; however to date, customer has not returned messages or email.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. The root cause is unable to be determined at this time without product return. Further investigation is document under (B)(4).